Event description:
A healthcare professional reported a customer received ¿wildly fluctuating¿ readings from his adc blood glucose meter. It was further reported that on (B)(6) 2018 customer, who was traveling in a car, experienced ¿reduced consciousness, profuse perspiration and urinary incontinence¿ with a subsequent loss of consciousness. Customer was driven to (B)(6) by his daughter. At the hospital the following readings were received (all from the customer¿s meter except as noted) and actions taken: at 12:36 a reading of ¿hi¿ (a reading greater than 500 mg/dl) was received so customer was given 10 units of humulin-r insulin by IV; at 12:51 a reading of ¿lo¿ (a reading less than 20 mg/dl) was received so customer was given 40 ml of 50% glucose via intravenous infusion, at 13:14 a reading of 38 mg/dl was received on the meter and at 14:11 a reading of 132 mg/dl was received. A laboratory reading of 14 mg/dl was received ¿after 13:00¿. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Control solution test performed with low level solution, and known good strips, and results were satisfactory within control solution range. At this time, precision test strips have not yet been returned and a valid serial/lot number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A dhrs (device history review) for the precision strips was reviewed and the DHR review showed the precision strips passed all test prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the precision test strips are returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The device has been returned and an investigation utilizing the returned meter and known good strips has determined the complaint is not confirmed. A visual inspection was performed and no issues were observed. Control solution testing produced results that were all within range specification and no issues were observed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported a customer received ¿wildly fluctuating¿ readings from his adc blood glucose meter. It was further reported that on (B)(6) 2018 customer, who was traveling in a car, experienced ¿reduced consciousness, profuse perspiration and urinary incontinence¿ with a subsequent loss of consciousness. Customer was driven to (B)(6) hospital by his daughter. At the hospital the following readings were received (all from the customer¿s meter except as noted) and actions taken: at 12:36 a reading of ¿hi¿ (a reading greater than 500 mg/dl) was received so customer was given 10 units of humulin-r insulin by IV; at 12:51 a reading of ¿lo¿ (a reading less than 20 mg/dl) was received so customer was given 40 ml of 50% glucose via intravenous infusion, at 13:14 a reading of 38 mg/dl was received on the meter and at 14:11 a reading of 132 mg/dl was received. A laboratory reading of 14 mg/dl was received ¿after 13:00¿. No additional treatment was reported. There was no report of death or permanent injury associated with this event.